Manufacturer narrative:
Here was no patient involvement. Livanova (B)(4) manufactures the s3 console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The livanova field service representative who identified the issue traced the error to a faulty erc. The service representative suggested to the customer that the erc clamp be replaced. However, at this time the customer has not decided whether or not to proceed with a repair. All other components were inspected and tested according to specification and no additional issues were noted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Evaluated on site by livanova technician.

Event description:
Livanova (B)(4) received a report that an error message indicating a jammed motor was displayed on the centrifugal pump control panel of the s3 console during preventive maintenance. This issue was identified by a livanova field service representative during routine service. There was no patient involvement.